Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead dislodged. The patient reported experiencing hiccups and spasms on the right side. The ra lead was repositioned approximately one month after implant and remains in use. No further patient complications have been reported as a result of this event.